Manufacturer narrative:
The returned anchor still embedded inside the cage, was confirmed to be a concomitant product. Concomitant product.

Event description:
It was reported that the anchor was damaged(bent upward) while inserting at l3 vertebrae. The surgeon removed the anchor and tried using second anchor which was deformed again. The surgeon decided not to place blade on the superior level. The surgeon was content with the amount of fixation and completed surgery successfully (facet fusion with micro decompression on the posterior side) using another anchor. It was also reported that the patient had concrete bone quality and the surgeon attributed much of event to the bone quality of the patient. A surgical delay of close to an hour was reported. No other adverse consequence to the patient was reported.

Event description:
It was reported that the anchor was damaged(bent upward) while inserting at l3 vertebrae. The surgeon removed the anchor and tried using second anchor which was deformed again. The surgeon decided not to place blade on the superior level. The surgeon was content with the amount of fixation and completed surgery successfully (facet fusion with micro decompression on the posterior side) using another anchor. It was also reported that the patient had concrete bone quality and the surgeon attributed much of event to the bone quality of the patient. A surgical delay of close to an hour was reported. No other adverse consequence to the patient was reported.